Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event was not determined. The initial emdr should read: physio-control's initial device evaluation was unable to verify or duplicate the reported failure. However, further investigation on the reported issue verified the reported device failure to boot up properly. The cause for the malfunction was determined to be software corruption for the u24 and u25 ic chips on the programmed system controller pcb assembly. Physio replaced the system controller pcb assembly and confirmed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Event description:
It was reported that the device had illuminated the service light and would not boot up. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event was not determined.